Event description:
It was reported that the procedure was to treat a lesion located in the 1st diagonal artery. The proximal shaft of the 2.0x12 mm mini trek balloon catheter separated when resistance was felt during advancement of the balloon catheter through the guiding catheter. The balloon catheter did not enter the patient anatomy. A same size, same type balloon catheter was used for the rest of the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported resistance could not be confirmed due to device condition and the guiding catheter was not returned. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.